Event description:
It was reported that when flushing the PICC catheter affected prior to placement, a nurse found that water jetted from the valve. The device was not used on a patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong catheter or jetting from the valve was unconfirmed since the problem could not be reproduced. One 4 fr single-lumen groshong PICC was received with the stylet in the lumen. No damage or defects were observed on the returned sample. The stylet hang tag was received on the catheter. A microscopic examination of the groshong 3-position valve revealed nothing remarkable. A functional test of the PICC revealed that the valve functioned for infusion and aspiration. Nothing remarkable was observed during testing. Pressurizing the catheter revealed no leaks in the tubing. Since the catheter functioned without any damage or defect, the complaint was unconfirmed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt0742 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the PICC catheter affected prior to placement, a nurse found that water jetted from the valve. The device was not used on a patient.